Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was delivered reversed, with their posterior side facing upwards. The incident also affected the orientation of the haptics and the leading haptic was straight. Additional information has been received and stated that, no harm to the patients was reported. The surgeons successfully manipulated the iol during insertion, despite the fact that the iols were reversed. There are four medical device reports associated with this report. This report is 4 of 4.